Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the following device was received as blind unit. Product code: 254400525, lot no - abg03266. Tracking no - (B)(4) product code: 201004200, lot no - pv0171223. Tracking no - (B)(4). However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the actis broach case base has deformed the rack section. Potential cause can be attributed to unintended use error while interacting with the device, possibly by piling heavy objects over the tray, or impacting with other heavy instruments, causing excessive stress on the holders and breakage over time. Additionally the plastic cover start peeling off. The observed condition was consistent as an end of life indicator for the device. The overall complaint was confirmed as the observed condition of the ctis broach case base would have contributed to the device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Item couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device.